Event description:
The customer reported the battery is not charging while the device is connected with mains power. There were no error codes, and device works ok with a charged battery. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).